Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump would restart automatically for a few times and then work normally. The user was unable to find root cause since the pump work normally now. No patient involvement reported.

Event description:
It was reported that the pump would restart automatically for a few times and then work normally. The user was unable to find root cause since the pump work normally now. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "the pump would restart automatically for a few times and then work normally" is confirmed based on the video submitted by the customer. The engineer was not able to duplicate the reported issue. No part was returned to for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the screen resetting. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.